Event description:
Customer reported he was working in his yard and had a low blood glucose event. Customer stated he kept taking sugar pills and blood glucose did not go up. Customer stated the paramedics went to his house and blood glucose was in the 80 mg/dl by the time they arrived. Customer stated his blood glucose had to be in the 20 mg/dl range since short term memory was lost. Customer stated every time he works on the yard his blood glucose lowers. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.